Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of constipation and peritonitis. On an unreported date in 2010, the patient experienced constipation. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, a peritoneal effluent culture was performed with unknown results. On (B)(6) 2010, the patient was treated with continuing daily ip injections of reflin 1 gm and tobramycin 40mg. On (B)(6) 2010, the patient was treated with continuing ip injections of heparin 1000 units 3x/day and forcan (tablet) 150mg daily. The outcome of the event of peritonitis was unknown and the outcome of the event of constipation was not reported. The root cause of the peritonitis was constipation. Therapy was ongoing. The reporter did not comment on causality.